Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿ anesthesia station es used in this incident, it was determined that the mini pocket failed to open due to a medication jam. A field service engineer secured the medication and instructed the user on how to recover to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.